Manufacturer narrative:
D10 concomitant products: egiaustnd, endogia ultra univ std stap (lot# p3j0793) sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection, on the first firing with the 45 mm purple reload, the cart ridge was changed to a 60 mm reload due to several crack sounds with the handle. The handle was idling and could not be used after pressing the green button. A stapler from a different manufacturer was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was partially fired and the interlock was engaged.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that reload was partially fired and the interlock was engaged. The sled and staples were visible at the 3.5 cm cut line. The jaw of the reload was open, and the staple pushers were visible at the 4 cm cut line. The adapter was damaged and bent. It was reported that the device did not work. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Shipping wedge printing: do not remove until loaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.